Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established based on the limited information within the event. This conclusion code is based on the available information and the review conducted at the complaint investigation site. The device was not returned for analysis and no other images or media from the event were provided for review. One potential possibility is that interaction between this device and patient anatomy or interaction with ancillary devices contributed to the damage. However, without further details from the procedure (including lesion details) a clear conclusion for the reported event cannot be established at this stage. E1 initial reporter city:(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for treatment. During the procedure, upon second inflation, at 6atm within 20 seconds, the balloon did not expand, and blood was aspirated during deflation. A rupture was suspected in a pinhole form. The device was removed using normal method without issue. The procedure was completed with a different device. No complications were reported and patient is stable post procedure.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for treatment. During the procedure, upon second inflation, at 6atm within 20 seconds, the balloon did not expand, and blood was aspirated during deflation. A rupture was suspected in a pinhole form. The device was removed using normal method without issue. The procedure was completed with a different device. No complications were reported and patient is stable post procedure.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.